Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The procedure was a regular case and all processing was straight forward. There was sufficient amount of calcium present to allow anchoring of the device and the patient had a horizontal aorta. The annular dimensions of the native valve were perimeter 74.4mm, annulus 23.4mm and area 428mm2. During procedure, at 80% the physician started to release the valve, and the valve was positioned before the final release at 3mm lower than the anulus. The first 2 tabs released normally but when the third one released the valve migrated just above 3-4 mm of the annulus. The physician did not felt any tension on the flexnav and the tension was neutral. A new 27mm navitor valve was implanted inside of the other navitor 3mm below the annulus with a gradient around 9. The procedure completed successfully and the implantation was perfect with no impact on the patient. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional fnav-ds-lg device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
An event of the valve migrating after implant was reported. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from the field indicated that during the procedure, that when the third retainer tab released the valve migrated just above 3-4 mm of the annulus. There was no tension in the delivery system reported and an appropriate size valve was used for the procedure. However, the field also indicated that the patient had a horizontal aorta. There was also sufficient amount of calcium present to allow anchoring of the device. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device